Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. The returned sample was very heavy clotted. During rinsing of the product for cleaning purposes no clots were flushed out. No other abnormalities were detected. DHR review result: affected product: basic lot 70116053 and packaging lot 70116169 (serial number (B)(4). The avz from xkp 170 to xkp 179 (B)(4) was reviewed on 2017-11-03. There were no references found, which are indicating a nonconformance of the product in question. Additionally a review of the weekly performance monitoring according to si-c-09 has been reviewed (B)(4), the performance tests passed the acceptance criteria. Thus the reported failure could not be confirmed. Based on the results obtained during investigation at this time the cause of the reported incident was determined to not be attributed to a device related malfunction. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device was requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "after supporting patient for 5 days, a decrease in oxygen transfer necessitated changing out the cardiohelp circuit. This was accomplished without negative effect to patient." (B)(4).